Manufacturer narrative:
Correction: adding product ID: neu_unknown_cath lot/serial# unknown implanted: unknown explanted: (B)(6) 2021, product type: catheter, ubd: unknown, UDI# asku regarding the allegation that "excess old catheter" was found in the pump pocket. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. (B)(6)a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the physician having opened the pump pocket and found an excess of old catheter, it was clarified that it was believed to be old segments left in the patient that had been no longer in use. The physician did not believe there was a problem with the catheter regarding the discovery of the segments in the pump pocket. The serial number of the excess old catheter that was found was unknown. It was noted that no part of the catheter would be returned to the manufacturer for analysis or had otherwise been discarded along with the pump.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter product ID 8780 lot# n532307003 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter product ID neu_unknown_cath lot# serial# unknown product type catheter h6 update: the previously applied device code c53269 is no longer applicable. The previously applied method code 4117 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc ,lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter, ubd: 10-sep-2016, UDI#: (B)(4) & product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter, ubd: 26-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 5mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was at the hospital for a normal scheduled pump replacement. The physician felt that there was an infection present in the "pump pocket/catheter." When the doctor opened the pump pocket there was excess old catheter in the pump pocket and what appeared to be pus. The doctor felt that infection was present and explanted the pump and all catheters/catheter pieces/anchors still present in the pump pocket and spinal area. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Cultures were taken from the pump pocket and the patient was admitted to the hospital for withdrawal and infection. It was noted the pump was discarded by the customer.